Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient visited the hospital for regular check up, and noted noise interrupt on rv lead on (B)(6) 2020 by hm iegm. Several tests such as pushing arms, pushing pm, arms up and down, and high output pacing test were done, but the event was not able to be replicated.